Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all of the storage spaces were failed. A field service engineer found that external ethernet cable plugged into the pyxis pyxinet port. Unplugged the cable and rebooted and drawer came back up. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary drawer 1 was not detected on the bus. The customer attempted multiple reboots but, the drawer continued to fail and displayed error as not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.